Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. In 2001, pt's blood glucose was 395 to lab 140mg/dl with a difference of 216%. Tests were done 11-20 minutes apart. Pt did not experience any adverse events. No further info has been reported.